Event description:
A site representative, registered nurse, reported that, while in a cranial procedure the surgeon alleged not navigating accurately post-incision. They were accurate following tracer registration, mapped out points prior to draping, then were inaccurate in navigation after going sterile. It was noted the reference frame had not moved after draping. The surgeon opted to discontinue the use of the navigation system to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
The system was checked out onsite and no issues could be found. The medtronic site representative reports that the site has a history of placing the sterile frame on in the wrong direction after draping which could lead to the reported inaccuracy. Unable to determine root cause with available information. Suspect the frame to patient orientation changed after registration/draping. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.

Manufacturer narrative:
Medtronic representative, following-up at the site, reported the instrumentation and system checked out fine. No patient files/scans/logs have been returned to manufacturer for evaluation. Patient logs/files not returned.